Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation with device use. Programming adjustments were made and the recipient noted improvement. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.